Event description:
A zoll patient service representative (psr) called zoll customer support to report that he was unable to baseline a (B)(6) female patient. The electrode belt front-to-back and side-to-side ECG channels were flat-lined. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation both ECG channels showed a flat-line. The cause for the flat-line was isolated to an internal short to the -5v line inside the ECG "a&b" cable. The root cause of the shorted wire could not be positively identified. No adverse event resulted from the shorted wire. The patient received a replacement electrode belt.